Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported issue.  As a precaution, physio replaced the system pcb assembly and observed proper device operation through functional and performance testing.  The device was then returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that during a patient event, their device was showing its service indicator and when attempting to charge defibrillation energy, the device would not completely charge to 360 joules. There was no additional event information provided. &#1288;ere was no report of any adverse effects to the patient during the reported event.